Event description:
It was reported that the patient presented to the clinic for a follow-up on 11 oct 2022 with bradycardia. During examination of the right ventricular (rv) lead, it was noted that there were several noise reversion episodes from 28 aug 2022 to 11 oct 2022. The noise could not be reproduced in clinic. Programming changes were made to the rv lead. The patient was in stable condition.